Manufacturer narrative:
Insulin pump received with operating currents within specifications. Insulin pump passed self test, unexpected restart error test, basic occlusion test and displacement test. Unable to prime unit during prime test due to faulty force sensor. Insulin pump unable to perform occlusion test and excessive no delivery test due to prime anomaly. Insulin pump received with cracked case at display window corners, minor scratches on lcd window, missing end cap sticker and broken battery cap.

Event description:
It was reported by the customer that their insulin pump has a cracked battery cap and upon inquiring further, it was discovered that he had been hospitalized on (B)(6) of 2014. Customer advised to disconnect from pump. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 358 mg/dl at time of hospitalization. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.